Event description:
No new information.

Manufacturer narrative:
Event regarding dislocation involving an unknown acetabular liner was reported. The event was confirmed via clinician review. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: this product inquiry concerns a patient who underwent a cementless right total hip arthroplasty on (B)(6) 2021 and according to the event description had recurrent dislocation necessitating revision surgery which was carried out on (B)(6) 2025. A liner exchange and exchange of femoral head was carried out with an adapter sleeve. An eccentric liner was utilized. Confirmation of event: I can confirm that the patient had a primary cementless total hip arthroplasty and that revision was necessary for recurrent dislocation, since I was able to review the revision operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of recurrent instability, following total hip arthroplasty are multifactorial including surgical technique, especially in the way the components are positioned, patient factors, including compliance, lifestyle, activity level, and bmi. With the information provided, I would not assign any causality to the implants themselves. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: an event regarding dislocation involving an unknown acetabular liner was reported. A review of the provided medical records by a clinical consultant indicated "I can confirm that the patient had a primary cementless total hip arthroplasty and that revision was necessary for recurrent dislocation, since I was able to review the revision operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of recurrent instability, following total hip arthroplasty are multifactorial including surgical technique, especially in the way the components are positioned, patient factors, including compliance, lifestyle, activity level, and bmi. With the information provided, I would not assign any causality to the implants themselves." The exact cause could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Pt was transferred for management of a closed right prosthetic hip dislocation that had occurred earlier that day. Clinical and radiographic evaluation performed in the ed demonstrated a posterior dislocation without evidence of associated periprosthetic fracture or component dissociation from bone. Upon anterior stability testing, trochanter-to-ischium impingement was noted at 10 degrees of hip hyperextension, neutral adduction and 25 degrees of external rotation, however, the hip could not be anteriorly dislocated. As per operative note, a head and liner exchange was sufficient and no component revision from bone would be required. Definitive head and liner components were then impacted into the acetabular shell. As reported in op note: the patient...was transferred...for management of a closed right prosthetic hip dislocation that had occurred earlier that day. She had a relevant past surgical history of having undergone a primary right total hip replacement...and did have a history of 1 prior right prosthetic hip dislocation which had been managed with a closed reduction at that time. For the current episode, she had initially been brought by ems to an outside trauma hospital where an attempt at closed reduction under conscious sedation was attempted but was unsuccessful...CT scan taken in the ed demonstrated some evidence of mild component mapositioning with a relative lack of acetabular component inclination (approximately 25°), as well as acetabular anteversion on the lower end of normal (approximately 15-20°).